Manufacturer narrative:
Pending confirmation of revision surgery. Device remains implanted. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with catheter kit. Per the instructions for use of the device, catheter coiling is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received that a catheter revision is being scheduled. The patient alleged that they never had significant pain relief after implant. A dye study was performed that showed that the catheter was not connected to the spine and that it is bundled at the bottom of the patient's spine. The physician did not speculate what could have caused the catheter to migrate.

Manufacturer narrative:
Catheter was explanted and discarded. Per the instructions for use of the device, catheter coiling and migration are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting that the patient's catheter was replaced. The original catheter was discarded after surgery.